Manufacturer narrative:
(B)(4). S/w version 4.11e, retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery cap found on mar 22, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump not received with original battery cap. The following were noted during visual inspection: missing display cover, overlay texture damage, cracked overlay, scratched lcd window, cracked belt clip rails and pillowing overlay. Customer has returned pump due to a damaged battery cap. Battery cap damaged unknown. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.